Manufacturer narrative:
The galileo nail backed out of the nail due to misuse of the device. Pictures were sent of the instrument that locks in the galileo to the trochanteric nail, these pictures show the keys at the end of the galileo inserter that locks the lag screw were sheared off. This would make it impossible to lock the galileo lag screw as required causing it to back out. This case was performed in (B)(6) which caused relevant information difficult to gather. From the information we were able to gather the lag screw could not be locked in place because of the sheared keys on the inserter thus we consider this misuse of the product.

Event description:
Report of lag screw backing out of trochanteric nail due to failure to properly lock